Event description:
A file separated in the canal during procedure. Exact outcome of the event is unknown, though it was stated that the separated piece could not be retrieved, that further treatment was necessary, and that the patient was not injured.